Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) several times for a heart attack "related to diabetes." The customer alleged that the pump was the cause. Blood glucose level was not provided. The customer declined troubleshooting with tandem technical support, or to provide additional information regarding the reported issue.